Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was not investigated by our field service engineer since the user facility performs repair and service by themselves and did not request any service. The biomed tested the ventilator and could not duplicate the reported issue. Ventilator logs were provided. The evaluation of the received ventilator logs confirms the reported event. It showed that the ventilator alarmed for high o2 concentration, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for high airway pressure exceeding preset upper pressure limit were also generated. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the ventilation period. Since the ventilator passed functional tests and no parts were returned for investigation, the root cause of the generated alarms has not been determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the o2 concentration was measuring higher during patient treatment. There was no patient harm. (B)(4).